Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, an alternative sample from the same lot from controlled stock was available for evaluation. A visual inspection was performed according to specifications, the samples were found acceptable. A dimensional inspection was performed on four companion samples using a digital caliper cd-6¿cs cfr-1720. The dimensional inspection was performed according to specifications, with acceptable results. In addition, a taper test was made to four companion samples using a force gauge fdl100 cfr-1189 and female conical fitting iso 594/1:1986(e) fig 3c ansi taper ie-0278; force applied according to international standard iso 594/1-1986 (e) 1.1lb (5n). The samples were found acceptable. A simulated use test was performed to four companion samples. During test no leaks or disconnection of the apd adapter were noticed. The test was completed successfully. In conclusion, the companion samples met visual inspection, dimensional inspection, taper test and simulated use test with acceptable results, no issues were detected. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications.

Event description:
A peritoneal dialysis patrient's spouse reported finding a puddle of fluid under the cycler in the morning following treatment. The leak was from the adaptor between the liberty cycler set and a baxter extraneal dialysis solution bag. The connection was loose. The adaptor was discarded. During follow up the patient's spouse reported there was no adverse event or need for medical intervention as a result of the leak.